Event description:
It was reported that during a spinal procedure, the cable could not be tightened because the cable tensioner did not work properly. The cable was implanted. No pt complications were reported.

Manufacturer narrative:
Device was not returned to MFR for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot # 90092 and 06860. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.